Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. Reportedly, the patient was hospitalized and treated with intravenous antibiotics. Follow-up information indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. The patient was later discharged and prescribed oral antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient was no longer taking antibiotics and wound issue has resolved.